Event description:
It was reported that during configuration of the customer's device, the service indicator led went on, and that the device logged an event code into its memory. During evaluation of the device, physio-control observed an electrical short that caused the device not to have ECG or defibrillation therapy available. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to a solder short across pins 9 and 10 of an integrated circuit (ic) chip, designator u61 on the therapy pcb assembly. A replacement device was provided to the customer under warranty.